Event description:
A report was received that the patient was experiencing a pain sensation halfway down the lead, between the midline and ipg sites and muscle spasms. The physician prescribed the patient neurotin and the patient is reportedly doing better.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-1110-02 serial#:(B)(4) model description:precision implantable pulse generator (ipg) it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.